Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a midline laparotomy on an unknown date and suture was used for abdominal fascial closure. The patient developed anastomosis insufficiency and unstable circulation due to suspicion of a burst abdomen on (B)(6) 2011. The patient underwent reoperation on (B)(6) 2011. The patient was admitted to intensive care and given catecholamine therapy and ventilatory assistance. The patient event was noted to be severe and ongoing.